Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v006354, implanted: (B)(6) 2006, product type lead; product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387s-40, lot # v006354, implanted: (B)(6) 2006, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
Additional information reported the eri was not considered normal battery depletion. The battery potential read 2.42 so the patient was referred to the surgeon. Bilateral change was planned. The patient had increased right hand and head tremor. They believe the reported tremor was due to battery running down. There was a request made to obtain programming parameters from previous changes to conclude why the patient had an eri reading with 2.74 volts left on the stimulator. Device was explanted and the event was considered resolved without sequelae.

Event description:
It was reported that the gait was worse secondary to left implantable neurostimulator (ins) deep brain stimulator (dbs). The patient had right sided paresthesia secondary to left ins dbs. The patient reported that when the left ins was on side effects of right sided paresthesia described as surging/tingling present. The patient reported that the left dbs settings made the gait worse. The patient reported that he walked best when the left dbs was off and the right dbs was on. Actions taken due to the event included reprogramming. The patient reported the display showing ¿call your doctor¿ icon. The elective replacement indicator (eri) indicator was showing up on the left ins despite the battery potential being at 2.73 on (B)(6) 2014 and 2.77 on (B)(6) 2015. The patient reported on (B)(6) 2014 that he was checking the left dbs battery with his patient controller and it read ¿eri.¿ the patient last had his battery changed on (B)(6) 2013. The patient continued to turn dbs off at night and use it primarily while eating and when needing to use his right hand. The patient was not able to adjust stimulation. At one point the patient¿s amplitude was decreased to 0.6 volts. Impedances were within normal limits. The patient believed that the battery should have lasted longer. Longevity calculations were performed and it appeared to be normal eri. The current battery level was 2.7 although the trip point for eri is 2.6 volts. It appeared to be premature eri message. The patient had an unscheduled clinic or office visit. The event was reported as ongoing. The patient was not tolerating the dbs therapy, however they were currently attempting to rule out dbs therapy and it may not be related. The patient reported these symptoms previously. The patient¿s settings were decreased due to the patient¿s walking being affected while the stimulator was on. The patient was not able to keep the left ins on most of the time due to side effects of paraplegia and gait problems. The patient¿s setting were decreased 1 volt but when the stimulation was turned on the patient was having mild paraplegia, voice change, but the tremor was better than before the ins was lowered.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was an elective replacement indicator (eri) message. The patient was meeting with a new neurologist on the day of report. The left ins displayed eri message. The patient could not remember a specific date but thought that it had been there for a couple of months. It was unknown what he was doing at the time when the eri message appeared. The left ins battery voltage was showing 2.74 volts. Electrode and therapy impedance testing were within normal limits. The patient's parameter had been adjusted many times in the past by different neurologist. The patient was on 5 volts for 5 months and then decreased down to 2 volts and then 1 volt. The patient's tremor on the right upperlimbs, but had improved. The patient reported that the tremor was getting worse and it was unknown if it was due to the decrease in parameter settings. With the patient's settings and therapy impedance eri is expected at 18.89 months and end of service (eos) is at 21.89 months.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery at normal end of life, telemetry and output were okay.

Event description:
Additional information received reported the etiology was neurostimulator and programming/stimulation. Device interrogation results had been abnormal; settings too high causing adverse event. The device had been explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
Evaluation codes updated to comply with FDA coding guidance changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event was related to the device/therapy and not related to the implant procedure.